Event description:
It was reported that two days after the deep brain stimulation lead implant procedure the patient developed a hemorrhage at the lead implant site. The post-operative scan was clear and the patient went home, however, there was a significant bleed into the brain stem which caused paralysis. The patient was re-admitted to the hospital and will continue with rehabilitation. The physician assessed that the patient will likely not recover the loss of movement. The device remains implanted in the patient.

Event description:
It was reported that two days after the deep brain stimulation lead implant procedure the patient developed a hemorrhage at the lead implant site. The post-operative scan was clear and the patient went home, however, there was a significant bleed into the brain stem which caused paralysis. The patient was re-admitted to the hospital and will continue with rehabilitation. The physician assessed that the patient will likely not recover the loss of movement. Additional information was received that the patients mobility has not improved, however, the pre-existing tremor has.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), lot: 7081775.